Event description:
It was reported the pt was feeling pain at the ipg site when the stimulation was turned on. It was reported the pain subsides when the system was off. The sjm representative was to follow up of the issue at the next scheduled appointment with her physician.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.